Event description:
The event is reported as: complaint alleges: the surgeon finds that the elastics keep breaking.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no charges required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.